Event description:
Dealer called in to troubleshoot with tech on issue. Dealer states the consumer said the chair was going up a ramp and the joystick showed flashing wrench and stopped. Dealer could not re-create the problem.